Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to chest pain and pericarditis related to the left ventricular (lv) lead implant procedure. Relatedness to the product itself was unknown. Medications were administered to resolve and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.